Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant there was cross chamber oversensing as the right ventricular (rv) lead was sensing the p-wave. No intervention was taken and the lead remains in use. No patient complications have been reported as a result of this event.